Event description:
It was reported that the customer was hositalized for high blood glucose levels. The customer changed the infusion set the day before being hospitalized. Troubleshooting was performed and the insulin pump passed the prime test. No delivery alarms were also present in the alarm history.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.